Event description:
Customer reported that a nurse stuck herself with the needle after administering the rhogam syringe. The rhogam was dispensed from the blood bank to be administered by the nurse. The patient received the full dose of the rhogam. The nurse inadvertently stuck herself with the needle after the injection was given. The syringe was discarded after the incident. Customer stated the patient and the nurse were negative for hiv and hepatitis. The nurse was treated and tested as an exposure incident. The nurse that administered the needle had no ill effects from the stick.

Manufacturer narrative:
Syringe was discarded after use, therefore no investigation was performed. There are no similar complaints regarding this lot of product. (B)(4).